Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was released, it was noted that there was a device related thrombus present on the threaded insert of the closure device. The patient was started on a heparin drip and post procedure they were given oral anticoagulation medication. There were no patient complications that were reported to have occurred as a result of this event. The patient had no neurological changes or symptoms. The patient stayed overnight for observation and was discharged from the hospital the next day.